Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to an in-clinic evaluation. A cystoscopy was performed; it was found that the device worked properly but the cuff did not provide full urethral coaptation. Therefore, a surgical procedure was performed and a smaller cuff was implanted. No additional patient complications were reported.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Event date b3: approximated based on the date the manufacturer became aware of the event. Correction to the initial MDR 14881421 in blocks b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to an in-clinic evaluation. A cystoscopy was performed, it was found that the device worked properly but the cuff did not provide full urethral coaptation. Therefore, a surgical procedure was performed and the cuff was replaced. No additional patient complications were reported.